Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a backlight issue and it was causing her to get erratic meter readings. She also claimed that she had suffered from low and high blood glucose symptoms as a result of the meter issue. The medical affairs specialist (mas) spoke with the pt on jan 20, 2009 to obtain additional info. She has seen her doctor within the month and the doctor was concerned with her meter readings. The patient indicated that her readings were "going all over the place" and that she had suffered from some major "highs and lows." The pt's doctor felt that the backlight issue had something to do with her erratic meter readings and advised her to contact lfs. She claimed that she was concerned that her meter read "49 to 300-400 mg/dl" within 10-15 mins. When she got the "49 mg/dl," the pt was feeling shaky. She then treated herself with candy and then retested 10-15 mins later when she felt better. She was concerned that when she retested that her reading was "300-400 mg/dl." She described another incident when she obtained a before dinner reading that was above 200 mg/dl. She took 2 extra units of 70/30 insulin and then reportedly suffered from low blood glucose between 1:30-5am. She stated that when she is "low" she is usually in the "40's mg/dl" and she would have symptoms of seeing a bright light her right eye, feeling shaky, and having cold sweats. The pt administered self-treatment with candy and went back to bed. She had indicated that she has gotten meter readings in the "400's" but cannot figure out why her blood glucose levels would be so high; however, she did admit that she would feel tired at the time. A control solution test was not performed during troubleshooting with the customer care advocate (cca); however, the pt claimed that the control solution test passed. The backlight issue was resolved by replacing the battery. The complaint is being reported because the pt allegedly became hypoglycemic after taking a dosage of insulin that was based on her before dinner meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.